Manufacturer narrative:
Correction b5- patient experienced ineffective stim. The reported event of eol/ineffective stim was not confirmed. At receipt the ipg did not communicate with a lab patient programmer. The cause was due to a depleted internal battery due to lack of charge. After the ipg was cut open and the battery recovered, the ipg was able to be charged. The ipg communicated with a lab patient programmer and was functionally tested to manufacturing specifications using the auto tester and passed all tests. The ipg provided 112.18 hours of stimulation from a full battery recharge. The battery capacity exceeded the expected calculated stimulation time.

Event description:
It was reported that the patient experienced ineffective therapy. Also, patients ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the system was explanted to address the issue. During the explant, a lead was cut and remains implanted in the patient. Ipg eol was initially reported on under MDR- (B)(4).

Manufacturer narrative:
Date of event is estimated. E1 - initial reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. During the explant, a lead was cut and remains implanted in the patient.